Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm and no button response due to corroded keypad trace. No display anomaly noted. There was no moisture damage electronic assembly. Analysis was unable to perform the displacement test due to keypad anomaly. The insulin pump was received with a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, a cracked lcd window, lcd boardok.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, display anomaly, and had moisture damage. The customer's blood glucose reading was 147 mg/dl. The customer stated the insulin pump was exposed to moisture; water. She stated the display was fading in and out. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.